Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via email that they experienced hyperglycemia. The customer blood glucose level ran up to 400 mg/dl to 500 mg/dl while on the new insulin pump and they took boluses but blood glucose was not brought down. Customer stated that she had multiple insulin delivery errors and even after changing infusion sets. Customer switched back to old insulin pump and blood glucose came down. It was unknown that the auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.